Event description:
Patient called in to report that the v-go sometimes falls off due to the heat and patient sweating. Patient states that he would have the v-go on for about 3 hours before it falls off due to sweat. He alternates between his abdomen and back of his arm. Patient states that multiple v-go's have fallen off.